Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-jun-2021, it was reported that the infusion set's tubing broke at the tubing connector while the patient was sleeping or at store and this issue occurred with 15 sets in the last three weeks. The site location was patient's abdomen and the pump was located in the middle. Moreover, the infusion had been used for either one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. No further information available.